Event description:
Event description guidant received information that this transvenous implantable lead exhibited a progressive rise in pacing thresholds and pacing lead impedance. The impedance has increased to 2149 ohms. R-waves and shock impedance measurements are acceptable.